Event description:
Customer reportedly received result of 186 mg/dl on advantage system 1 and 101 mg/dl on advantage system 2 within 10 minutes. The test strips used in system 1 may have been exposed to heat. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550891, exp date 04/30/2010). (B) (4).